Manufacturer narrative:
Unit received with critical pump error (open book) and unable to download due to moisture damage on the electronics assembly. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Unable to verify low battery alarm due to download anomalies error. Unit received with cracked retainer, minor scratched display window and scratched case. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery alert less than 1 week. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.